Manufacturer narrative:
The pt had coronary angiography done prior to the percutaneous coronary intervention (pci)/index procedure. The date of the angiography was not known. A 90% stenosis in the mid right coronary artery (rca) and a 75% stenosis of the proximal circumflex was reported. The index procedure (pci) was an elective case. The target lesion for the intervention was the mid/distal rca. The lesion was reported to be: de novo, concentric, a flexed lesion, 15 mm length, a 90% stenosis, 2.5 mm vessel diameter, and type b2. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 14 atm for 5 sec. A cypher 2.5 x 18 mm stent was implanted at 18 atm for 5 sec. The stent was post-dilated with 3.0 x 15 mm balloon at 16 atm for 4 sec. Ivus and coronary angiography was done. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure timi 3. An act was measured. Please note that device is distributed outside the united states, however, it is similar to the united states prod. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report rec'd from the affiliate indicated that approx five hrs after the index procedure, the pt complained of chest pain. Two hrs later (approx seven hrs after the procedure), st-segment elevation was noted on the ECG. Coronary angiography was done and thrombus/total occlusion was observed inside the previously implanted cypher 2.5 x 18 mm stent from the proximal to distal edge. Aspiration of the thrombus was conducted. Three add'l cypher stents were implanted to treat the acute thrombosis. Two were implanted distally and the fourth stent was implanted proximal to the initial stent. All were implanted in overlapping fashion. The pt was reported to be in stable condition at the time of the report. The physician's comment regarding the probable cause of the event was that there was an intramural hematoma observed distal to the first cypher stent that may have been caused by a dissection during the initial implantation. The physician also stated that the antiplatelet therapy (clopidogrel sulfate) was not effective for the pt.